Event description:
It was reported that, patient has wounds. The mattress will inflate but when laying on it, it loses air & flattens within seconds. Could be in the controller box but I don't know.

Manufacturer narrative:
It was reported that patient has wounds. The mattress will inflate but when laying on it, it loses air & flattens within seconds. Could be in the controller box but I don't know. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.